Event description:
Pt was implanted with aneurx endograft in 1999. It was noted at implant that there was an endoleak. Over time the endoleak was treated with additional endograft cuffs as well as interventional procedures. Pt presented at this with an enlarging aneurysm to 7.7 cm and had increasing flank pain. The cat scan demonstrated persistent endoleak, now with a proximal endoleak. There was questionable suggestion of rupture. Taken to or in 2003 with a diagnosis of enlarging symptomatic abdominal aortic aneurysm with failed endovascular exclusion with ruptured juxtarenal abdominal aortic aneurysm involving the iliacs. Presently, in-hosp as of this date in the intensive care unit.